Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported that this female patient's left knee was revised 5 years post op initial tka. Reason for the revision was not reported.

Event description:
It was reported via legal documentation that approximately 61 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and instability. Revision surgery operative notes were provided. Post operative diagnosis noted aseptic loosening tibial component and osteolysis. Intraoperatively the surgeon observed significant synovitis and wear of the liner. The femoral component was noted to be fixed but easily removed and with significant fibrous tissue and osteolysis laterally. It was noted there was no evidence of infection. The patella was noted to be well fixed but with some wear and with some osteolysis. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: a2, b5, b7, d4, d10, g, g2, h4, h6 investigation codes, h10. Corrected information fields: b1, b2. D10: (B)(6), 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 02-012-41-3020 - logic tibia traptray cem sz 3f/2t.